Event description:
The patient was intubated without it being noticed that it was a size 6.0mm tube instead of an 8.0mm tube. Patients wife called later to say that the patient was feeling muggy. Then they saw that it was a 6.0mm tube. Re-intubation was necessary. There was no patient harm or injury as a result of this reported defect.